Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, upon interrogation the pulse generator exhibited oversensing. The patient was stable before, during, and after the device interrogation and will continue to be monitored. No intervention or reprogramming had been reported.